Event description:
It was reported that the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/30/2014 for investigation. Investigation results as follows: the reported complaint was confirmed. Review of the archive data showed multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) messages. In addition, the ua 7 message was also observed when the platform was powered on. Functional testing could not be performed due to the observed ua 7. Further investigation found that both load cells were not working properly. Upon replacement of the load cells, the platform passed all testing criteria. Per the autopulse user guide, a user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. This condition is typically correctable by the operator. Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 7 is an indication that the patient is out of position or the patient is not properly centered.